Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. During a metabolic stress test, the pacemaker would stop pacing for a beat at a high atrial rate due to not seeing the atrial signal. The physician was not worried and made no changes to the device. The patient was discharged.